Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the pressure test, which appears to have caused the difficulty encountered by the customer. When the device was flushed after removal of the occlusion, the flow was normal. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the device did not appear to be flowing properly. The user tried programming, tested for flow and the valve did not respond. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. H3 other text : company representative